Event description:
It was reported that the guidezilla could not cross the lesion. A 6f guidezilla ii was selected for coronary stent implantation. During the procedure, the guidezilla could not cross the lesion. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure. However, device analysis revealed that the shaft was torn.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the shaft was flattened from 5,5cm to 6,9cm from collar. Additionally, the shaft was kinked at 17,1cm from collar. Microscopic inspection revealed the shaft was torn from 23,7cm to 24,4cm from the collar and the tip was damaged.